Event description:
A non-healthcare professional reported that following intraocular lens (iol) implant procedure the patient was concerned with quality of vision. Patient's (va) visual acuity pre-op 6/6 corrected, post-op patient complains of vision worse than pre-op. Va corrects to 6/9 with -0.25d. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).